Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user assistance had been provided on how to create an order for a stocked item to be issued in the patient profile. A technical support specialist (tss) addressed the user's inquiry regarding whether creating an order using the existing item identification number (B)(4) for lorazepam 0.5 mg tablets, which was already stocked in the machine, would function correctly. The tss confirmed that the process would work as expected, and the user confirmed satisfaction with the guidance provided. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the user assistance was provided on how to create an order for a stocked item to be issued in the patient profile. However, there were no delays or adverse events or injuries reported based on this event.